Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager lock failed. Customer tried to reboot but issue doesn't resolve. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager lock failed. The field service engineer (fse) applied conductive grease to the spade connectors on the smart remote manager latch to improve electrical contact and ensure reliable operation. Verified proper functionality after application. The system functioned as intended after the field service engineer (fse) resolved the issue.